Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been shutting down repeatedly. A field service engineer checked that the station, it was up and running, verified all connections, ran diagnostics, performed a shutdown and reboot, and found no issues. Preventive maintenance was also performed. The system performed as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system kept shutting down and debug logs indicated that the power switch was tripped when users were utilizing the station. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.